Event description:
It was reported that revision surgery was performed. Following the revision, on (B)(6) 2010 the patient reportedly had blood clots and infection. The revised devices were originally implanted in 2007.

Manufacturer narrative:
Smith & nephew have received information from us FDA and confirmed that the FDA report (B)(4) is the same patient and case as included under smith & nephew's report reference 3005477969-2012-00053. Through our receipt of FDA report (B)(4) additional information has been supplied and updated which respectively indicated that a bone scan reportedly showed metallosis, patient weight changes occurred, and a date of device implantation of (B)(6) 2007.